Event description:
It was reported that the customer had a sugar glucose versus blood glucose differences. The customer's blood glucose level was 103 mg/dl. The troubleshooting was performed. The customer was advised to call during an event so we can do more precise troubleshooting. The customer was advised to monitor the issue and upload to carelink if possible and call back for further review. The customer was advised that we will replace 4 sensors.

Manufacturer narrative:
Reliability analysis: inspected 5 opened/used enlite sensors and performed bicarbonate buffer test (B)(4). 3 of 5 sensors failed per spec due to high readings 2 remaining sensors passed with accurate readings.